Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit. The initial result was 49 mg/dl and the repeat result from a cobas c502 analyzer was 113 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The reagent lot number was 760439. The expiration date was not provided. The field service engineer found the rinse station for the sample probe was out of adjustment and he adjusted the rinse station. The customer performed qc which was acceptable. The analyzer alarm trace contained sample foam detection and abnormal aspiration (sample pipetter s1) alarms which are an indicator of poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined the service actions resolved the issue.